Event description:
It was reported that the patient was revised. The original surgery date on (B)(6) 2009, placed the implant at level c5/c6. Was removed to place vbr ii from c5/c7. Implant was not incorporated into body of c5.

Manufacturer narrative:
Investigation in process.